Event description:
Explanting physician reported ¿relevant medical conditions - patient with infiltrating ductal carcinoma¿, ¿related therapies and/or treatments - the patient underwent bilateral mastectomy and reconstruction with expanders. Following a complication of monoliteral infection, the right implant was removed. Then, patient underwent right breast lipofilling sessions and right expander repositioning, which were followed by outpatient expansions¿. This record relates to the right side.

Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was infection. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Explanting physician reported right side "complication of monolateral infection." The has been explanted, following which, the patient underwent lipofilling sessions, expander repositioning, and outpatient expansions."